Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of an elevated atellica im 1300 high-sensitivity troponin I (tnih), lot: 070, result that was lower upon retesting. Qc was in range at the time the sample was run. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated atellica im 1300 high-sensitivity troponin I (tnih), lot: 070, result on a serum sample from a male patient. The result was reported and questioned by the physician. The same sample was retested on the same day with the same atellica im analyzer and on a different atellica im analyzer. Both retest results were lower. There are no allegations of patient intervention or adverse health consequences due to the elevated tnih result.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00438 initial report on 2022-12-16. Additional information on 2023-02-21: siemens concluded investigation for an outside the united states (ous) customer observation of an elevated atellica im high-sensitivity troponin I (tnih) result on one male patient serum sample. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and no other samples run in the same timeframe were affected, indicating a sample specific incident. The atellica im initial result was 60.423 ng/l (99th% male serum = 53.53 ng/l), a repeated result on same system was 4.158 ng/l, and a repeated result on a different system was 3.388 ng/l. Both of the repeated results are below the 99th% for males, as listed in the instructions for use (IFU). Siemens cannot rule out preanalytical issues with the sample that caused the initial elevated result. Both repeats of the sample were low/normal and in concordance. The interpretation of results section of the atellica im tnih IFU states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product performance issue was identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.